Event description:
The information provided to sjm indicated the pt with a history of rheumatic heart disease underwent mitral valve replacement. The implant surgeon indicated that the implant procedure was difficult. Four days post operatively it was determined that the leaflet was not moving properly and the valve was explanted.